Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported that in spd (sterile processing department), an broken piece of the router was stuck in the pi drive motor. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that in spd (sterile processing department), a broken piece of the router was stuck in the pi drive motor. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.